Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect and no external power alarms were confirmed via the submitted log file; however, the damage to the mpu patient cable was not confirmed. A review of the submitted log file spanned approximately 7 days ((B)(6)2020 ¿ (B)(6)2020 per time stamp). On (B)(6) 2020 at 07:02:34, while connected to the mpu, a power cable disconnect alarm activated due to the rsoc voltage dropping outside the expected range. This alarm cleared on its own shortly after activating. On (B)(6)2020 at 05:07:57, the no external power alarm activated due to both white and black lead voltages diminishing to ~4.6v, followed by an rsoc fault associated with the black power cable being outside the expected voltage range. At 11:53:40, while connected to the mpu, the no external power alarm activated due to fluctuation of the black lead voltages. On (B)(6)2020 at 11:53:52, the no external power activated due to both power cables being disconnected simultaneously during a power source exchange. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during these events. At 11:54, a power cable disconnect alarm activated due to the rsoc voltage on the black cable being outside the expected range. There were no other unusual events recorded in the log file. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The mobile power unit (serial(B)(6) ) was not returned for analysis. Additional information obtained on (B)(6) 2021 and (B)(6) 2021, indicated that the cause of the issue was noted to be damage to the black power cable caused by dog chewing on the cable, and damage the patient power cable on the mpu. It also indicated that the mpu would not be returned for evaluation. Although the alarms noted are consistent with interruption in power signals caused by damaged cables, a root cause for the reported event cannot conclusively be determined at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables and patient cable when connected to mpu. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot power cable disconnect and no external power alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for analysis. The patient had external power disconnect alarms. Technical services noted an odd string of power cable disconnect alarms on both the mpu and battery power. These power cable disconnects appear to be happening on the black power lead. The log file also captured low power hazards and no external power events. This was caused by the power to the mpu being briefly interrupted. The vad coordinator mentioned that the patient's dog may have chewed the mpu power cable and controller cable. Patient controller reported under MFR# (B)(4).